Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: medicolegal evaluation of the case of implantable cardioverter defibrillator (ICD) lead fracture due to domestic violence. Duzce medical journal. 2020;22(2):134-136. Doi: 10.18678/dtfd.729969. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a lead fracture due to domestic violence. The article reports a patient whose left arm was pulled and then felt severe pain from their left arm to their chest. The patient continued to feel the pain and, while they were sleeping, heard a tick-tock sound and felt something like an electric shock twice. The patient presented to the hospital the next day and device interrogation revealed inappropriate shocks and high impedance due to a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.